Event description:
On (B)(6) 2012, the lay user/patient's mother contacted lifescan (lfs) alleging that her son's onetouch ping meter was reading inaccurately low. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter indicated the alleged issue may have began on (B)(6) 2012 (time not known) and five minutes prior to the start of the alleged issue, the patient reportedly was not feeling right and felt his blood glucose was elevated; specific symptoms are not known. After the onset of his symptoms, the patient reportedly obtained a blood glucose readings of "180mg/dl" with the subject meter and five minutes later, the patient retested with his onetouch ultramini meter and obtained a result of "300mg/dl". Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. In response to his symptoms, the patient reportedly administered between 5-6 units of humalog (via insulin pump). During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The csr also noted the test strips the patient was using at the time of the alleged issue is not available. A replacement meter was sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's feeling of high started before the reported issue first occurred. There was no evidence of a delay in treatment. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.